Event description:
It was reported that the programmer had a damaged handle and that its power cord compartment was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #analysis confirmed the customer comment of upper case handle damage and power cord compartment broken and further noted that the electrocardiogram connector on the link electronic module (lem) board was loose, the lower case was worn, the system fan was noisy and that the device failed the thermal sensor 7 functional test. All found defective parts were replaced and the lem board calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).